Manufacturer narrative:
Concomitant products: dtmb1d1 crt-d implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting oversensing. The lead remains in use. No patient complications have been reported as a result of this event.